Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported. Currently, this crt-p remains in service.